Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 144 mg/dl. The customer mentioned that they did not receive a low battery alert prior to the replace battery now alarm. The customer also stated that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Replace battery alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector at the electrical board. Pump was monitored and functioned properly.